Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt developed stable angina and underwent a reintervention. The index procedure treated the mid lad (left anterior descending) with a 2.5x24mm taxus express2 stent. The pt was discharged on bayaspirin and plavix. The pt returned in 2009 with stable angina. Coronary angiography showed a 75% stenosis of the mid lad. Treatment of the 2.5x25mm lesion consisted of balloon angioplasty and placement of another taxus express2 stent resulting in 0% residual stenosis. The event was reported to be resolved one day post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4).

Event description:
(B) (6).it was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed stable angina and underwent a reintervention.the index procedure treated the mid lad (left anterior descending) with a 2.5x24mm taxus express2 stent. The patient was discharged on bayaspirin and plavix.the patient returned in (B) (6) 2009 with stable angina. Coronary angiography showed a 75% stenosis of the mid lad. Treatment of the 2.5x25mm lesion consisted of balloon angioplasty and placement of another taxus express2 stent resulting in 0% residual stenosis. The event was reported to be resolved one day post procedure.additional information received:following treatment, the patient's angina disappeared.